Event description:
Attending fired a 60 green intuitive robotic stapler load across stomach, the load fired completely, but the blade did not deposit into the end of the load the fired staple was removed from the stapler with care by the scrub tech.